Event description:
It was reported that an ilet pump had a cracked screen and a less responsive sleep/wake button while the pump continued to function, and a replacement device was provided with return of the original. Symptoms included no reported adverse health effects. Outcomes included no impact on the user¿s health and no alerts or alarms. Investigation included a records review and collection of use details. Investigation of this case revealed a damaged display and degraded button responsiveness consistent with physical damage to the user interface components, with no evidence of device performance failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or use environment.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.